Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection (other) describe: pelvic') in an adult female patient who had essure (batch no. 756623-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 2010, yeast vaginitis, erythema and depression. Concurrent conditions included overweight, cyst, nickel sensitivity, vaginal itching, perineal pain, pelvic pain female, unspecified inflammatory disease of uterus, excl cervix, anxiety and dysmenorrhea. Concomitant products included tretinoin (retin a) from 2012 to 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vulvovaginal pain ("pain vaginal") and arthralgia ("pain hip"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rash on pelvic area"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ very heavy period"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss, specify which one: weight gain"). In (B)(6) 2018, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic infection, vaginal haemorrhage, menorrhagia, vulvovaginal pain and weight increased outcome was unknown and the dyspareunia, arthralgia and rash had resolved. The reporter considered arthralgia, dyspareunia, menorrhagia, pelvic infection, rash, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight:145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Successful tubal occlusion. The lot number reported (756623) is not valid. Most recent follow-up information incorporated above includes: on 11-nov-2019: update of information (batch not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection (other) describe: pelvic') in an adult female patient who had essure (batch no. 756623-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 2010, yeast vaginitis, erythema and depression. Concurrent conditions included overweight, cyst, nickel sensitivity, vaginal itching, perineal pain, pelvic pain female, cervix inflammation, anxiety and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) and tretinoin (retin a) from 2012 to 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vulvovaginal pain ("pain vaginal") and arthralgia ("pain hip"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rash on pelvic area"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ very heavy period"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss, specify which one: weight gain"). In (B)(6) 2018, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and uterine mass ("uterus had a growth on it"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic infection, vaginal haemorrhage, menorrhagia, vulvovaginal pain, weight increased and uterine mass outcome was unknown and the dyspareunia, arthralgia and rash had resolved. The reporter considered arthralgia, dyspareunia, menorrhagia, pelvic infection, rash, uterine mass, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight:145 lbs. Discrepancy noted in lab data: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Successful tubal occlusion. The lot number reported (756623) is not valid. Most recent follow-up information incorporated above includes: on 3-feb-2020: social media received. Event: uterus had a growth on it added. On 4-feb-2020: pfs received. Concomitant drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection (other) describe: pelvic') in an adult female patient who had essure (batch no. 756623) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 2010, yeast vaginitis, erythema and depression. Concurrent conditions included overweight, cyst, nickel sensitivity, vaginal itching, perineal pain, pelvic pain female, unspecified inflammatory disease of uterus, excl cervix, anxiety and dysmenorrhea. Concomitant products included tretinoin (retin a) from 2012 to 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vulvovaginal pain ("pain vaginal") and arthralgia ("pain hip"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rash on pelvic area"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ very heavy period"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss, specify which one: weight gain"). In (B)(6) 2018, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic infection, vaginal haemorrhage, menorrhagia, vulvovaginal pain and weight increased outcome was unknown and the dyspareunia, arthralgia and rash had resolved. The reporter considered arthralgia, dyspareunia, menorrhagia, pelvic infection, rash, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Successful tubal occlusion. Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet: case becomes incident. Previously reported event ¿injury to herself¿ replaced by new specific events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)/ very heavy period, dyspareunia (painful sexual intercourse), infection (other) describe: pelvic, pain vaginal, pain hip, rashes or skin conditions type: rash on pelvic area and weight gain were added. Essure lot number, indication, insertion date and removal date were added. Patient date of birth and height were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.